Manufacturer narrative:
No further information available at this time. Pending return of device for evaluation. Once the evaluation is complete and/or further information is obtained, a follow-up report will be submitted.

Event description:
It was reported to the manufacturer that during a procedure using the iridex cyclo g6 laser and iridex micropulse p3 probe, a cut to the patient's conjunctiva occurred. There is no further information at the time of this report.